Manufacturer narrative:
The tech found that the alarm on the scale board was inoperable. The most likely cause is normal wear and tear. A search for the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through and 2010. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the head left and right brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the bed exit alarm is not sounding. The bed was located in storage unit at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).